Event description:
The pt underwent surgery in 2000 for closure of blalock shunt, patch enlargement of the right pulmonary artery, patch closure of ventricular septal defect, composite conduit 21 mm homograft right ventrile to pulmonary artery, dacron/homograft. During this operation, pt developed coagulopathy and high right-sided pressures. After bypass was discontinued the hemodynamics were stable. Then both the pt's tissue and the homograft bled from several points. Pt was returned to bypass several times and hemostasis, with the exception of coagulopathy, was achieved. The pt was returned to ICU. In 2000 pt developed extensive coagulopathy plus had multiple areas of bleeding from surgical sites. Pt was brought back into the operating room and had multiple bleeding sites cauterized. Many add'l sutures were necessary to control the bleeding. Pt was returned to the ICU in stable condition. The pt expired sometime during the postoperative period. The co is awaiting the discharge summary. Because of the high systemic pressures, the surgeon remarked that perhaps the surgeon should have used an aortic allograft. Neither the allograft tissue nor the pt's own tissue held the sutures well.